Event description:
Per complaint form: inbound. Patient reported no disposable alarms on 2 pumps with cadd cassette. Patient placed cassette on last night and alarm started this morning. Patient had to waste about 80 ml in cassette. Lot 4168794. No further details provided. No injury.